Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product has not returned to depuy synthes mitek, however photos were provided for review. The photo investigation revealed that micro qa+ #3/0 eth v-4 anchor was detached from the inserter. The suture appears to be broken, also foreign matter, presumably biological matter was on the suture and overall device surface. Additionally, the image quality is poor and no clear observation of the anchor state could be made. The overall complaint was confirmed as the observed condition of the micro qa+ #3/0 eth v-4 would contribute to the complained device issue. Based on the investigation findings, the potential cause could be traced to the procedural variables, such handling of the device or product interaction during procedure. As per IFU do not twist or apply bending force to the inserter. Doing so may damage the anchor, suture, or inserter tip., and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported by the sales rep that during a rotator cuff repair surgical procedure on (B)(6)2024 the micro qa device anchor was broken off. All the broken parts were removed. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned device. Visual inspection found that micro qa+ #3/0 eth v-4 anchor was detached from the inserter. The suture was broken and frayed, also foreign matter, presumably biological matter was on the suture and overall device surface. The anchor does not have any structural anomaly. The overall complaint was confirmed as the observed condition of the micro qa+ #3/0 eth v-4 would contribute to the complained device issue. Based on the investigation findings, the potential cause could be traced to the procedural variables, such handling of the device or product interaction during procedure. As per IFU do not twist or apply bending force to the inserter. Doing so may damage the anchor, suture, or inserter tip., and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing.